Manufacturer narrative:
System check performed on (B)(6) 2010 passed within specification. Qc results on the day of the event were within the lab's established range. A bci field service engineer (fse) evaluated the unit and found the accutni reagent pack was loaded in the incorrect storage carousel. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low accutni results generated by access 2 immunoassay analyzer. Patient sample was repeated on another unit and the result obtained was higher. The erroneous result was reported out of the laboratory. No report of injury that required medical intervention or change to patient treatment is associated with this event.